Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 113 mg/dl after dinner and within an hour his blood glucose dropped to 44 mg/dl. The patient treated with orange juice and his blood glucose increased to 165 mg/dl. The customer believed that his basal rates were overdosing. Troubleshooting was initiated for the insulin pump. The drive support cap appeared normal. The reservoir contained the amount of insulin displayed on the status screen. The device programming was accurate. A self test was performed and the device passed. No products were returned for analysis.